Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event (death) reported on the same pt involving three separate products and associated mdrs # 1225714-2014-00467 and 1225714-2014-00468.